Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that, during patient use, the compressor became inoperable. The patient was removed from ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation of the device has been completed. The service engineer (se) was not able to duplicate the malfunction reported. The unit passed all testing and operates within the manufacturing specifications.